Event description:
The surgeon inserted a collamer, foldable intraocular lens, model cc4204bf, into pts eye and noticed the lens was torn. The surgeon removed the lens without enlarging the incision. No pt injury.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned lens shows that the lens optic is torn and both haptics are torn off and missing. Clear surgical residue on product. Results: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.